Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the cartridge fill process. A syringe needle change and a cartridge change were performed resolving the issue. In addition, an occlusion alarm occurred and air bubbles were observed in the infusion set tubing. Cartridge and infusion set were changed to resolve the issues. Customer¿s blood glucose level was 500 mg/dl.